Event description:
During transcather aortic valve implantation via transfemoral route, siemens zeego imaging system's cooling system failed causing c-arm to overheat and become inoperable. This was at a critical point in the operative procedure when iliac and aortic rupture was suspected. The equipment malfunction caused delays in the surgeon being able to intervene. Portable imaging system was used for the remainder of the case, which is suboptimal. Despite repair efforts, bleeding continued, and it was felt that the patient would not survive opening her abdomen. The patient expired. Clinical engineer notified and on site to address issue. Siemens contacted and replacement shipped in same day to replace.what was the original intended procedure?transcather aortic valve implantation.device #1is this a laboratory device or laboratory test?no.